Event description:
It was reported that, while being transported during post operative recovery from cervical spine surgery, the device suddenly dropped with a patient strapped in. It was further reported that this alleged incident caused the patient to suffer a severe injury while in the care of the transport team. It is further alleged, following the incident on (B)(6)2024, the patient was transported to the hospital emergency department and was admitted with complaints of acute and worsening cervical spine and right shoulder pain.

Manufacturer narrative:
Further information surrounding the incident, details of the malfunction, and device involved were not available as the alleged issue has ongoing legal matters with the customer. The issue was resolved for the customer by documenting this report. If further information becomes available through corporate litigation, this record may be reopened and updated.

Event description:
No new information